Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated last friday, they were adjusting the stimulation and suddenly dropped their handset and somehow increased the intensity to a point were it hurt them so they decreased it to a comfortable level. Patient mentioned they spoke to a representative over the holiday and the representative told the patient that the incident was not a concern. Patient also mentioned that the rep informed them of a program where they could not feel the stimulation at a certain point. Agent reviewed it could be the cycling function or the adaptivestim. Patient will reach out to their rep to clarify what they meant. Patient then mentioned that they could feel the stimulation on one of their leg but they would like to feel the stimulation on their buttocks and lower back. Agent walked patient through switching groups. Patient was in group b. Patient switched to group a and increased the stimulation to a comfortable level. Patient could feel the stimulation on both their legs and buttock area. Patient preferred group a because on group b they could only feel the stimulat ion in one leg but on group a they could feel it in both legs and their buttocks. Agent reviewed that they could increase the stimulation to a point where they could feel it in both legs and in their buttocks area where they needed it. Patient will maintain stimul ation level and will continue to track symptoms. Agent redirected patient to doctor if issue persists. Patient stated they had an appointment with their doctor this thursday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.